Manufacturer narrative:
The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Per CAPA 610815, which was implemented in june 2018, the vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories, including bl5523wv. No further investigation or corrective action is necessary.

Manufacturer narrative:
The vitrector was discarded and the lot number was not recorded. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported the vitrector would not cut at 5000cpm, however it did work at 4000cpm. There was no patient impact or injury.